Manufacturer narrative:
One cutter was returned without the tip protector. Visual inspection noted the needle was straight. The port window was in the open position. The back cap was not aligned with the vent on the side of the housing. Additional functional testing is being conducted. A supplemental report will be submitted when the evaluation is complete. The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly, contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.

Event description:
A report was received from a user facility in the (B)(6) stating: "the vitrectomy cutter did not perform properly, it stopped working in the middle of the case. Another cutter from the same lot was used to complete the procedure. There were no further problems and no pt injury."